Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed. A bd technical services representative has contacted the customer and reviewed bd's recommendations for collection, mixing, and centrifugation parameters. Additionally, educational materials were provided to the customer.

Event description:
It was reported with the use of an unspecified lihep collection tube there was an issue with erroneous results. It was stated ¿the customer called to report some erroneous results. No sample will be available, and the product information will be unavailable.¿ there was no report of injury or further medical intervention.